Event description:
It was reported that, revised tibia component. Alleged cement failure by hospital.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.